Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('heavy periods'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headache"), inguinal hernia ("bilateral inguinal hernia"), pain in extremity ("pain in leg") and dyspareunia ("intercourse painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, headache, inguinal hernia, pain in extremity and dyspareunia outcome was unknown. The reporter considered dyspareunia, headache, inguinal hernia, menorrhagia and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: (events: added from social media) headache, bilateral inguinal hernia, pain in led, heavy periods, intercourse painful, schedule for hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Event medical device removal event was deleted. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"), hernia ("bilateral inguinal hernia"), pain in extremity ("pain in leg"), menorrhagia ("heavy periods") and dyspareunia ("intercourse painful"). Essure was removed. At the time of the report, the medical device removal, headache, hernia, pain in extremity, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, headache, hernia, medical device removal, menorrhagia and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-headache, bilateral inguinal hernia, pain in led, heavy periods, intercourse painful, schedule for hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.